Event description:
It was reported by service report that the footboard modules were damaged and had popped out of the footboard. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: footboard modules.